Event description:
A c-section was performed on the patient. The incision was being closed with the stapler. After approximately the third staple, the stapler jammed. When the nurse released the handle and then applied pressure again, the stapler came apart. Pieces of the stapler flew on and off the sterile field.